Event description:
The facility representative reported a flo-gard infusion pump that does not function. This condition was found upon power up of the device in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not function was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a failure code f-38 caused by a defective left force-sensing resistor that was out of specification. Should additional information be received, a follow-up medwatch will be submitted.